Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was conducted and both of the hub's luer lock tabs were damaged, one more severely with an associated crack extending axially along the hub's luer attachment feature. The crack appears to be a result of applied stresses that occurred after the molding process rather than caused by the molding operation. The reported condition is confirmed. A possible cause may be due to over tightening of the needle assembly hub onto the syringe by the end-user. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples taken for periodic inspections throughout the lot's production run are checked for luer leakage and damage. The lot met all defined acceptance requirements and was released. The corrective action will be limited to manufacturing awareness. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 8/4/16 that a customer had an issue with a safety needle. The customer states we received complaint from the market regarding leaking syringe caused by cracked hub. Description of event done by the client: the nurse reported that she attached the needle to the syringe hub and heard a click upon attaching the needle to the syringe hub. The nurse reported that she went to administer the drug to the patient. When the nurse attempted to administer the medication, the liquid leaked out around the hub of the syringe and did not reach the patient½. The investigation shows the hub breakage; see the picture in the attachment.